Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: d8, h2, h4, h6. The device was not returned to olympus for inspection, however, the reported issue was confirmed based on the information provided by the customer, based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the user's understanding differed from olympus recommendations regarding device handling and/or reprocessing steps. The following is included in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope was reprocessed in a reprocessor that was suspected of not having the water supply disinfected for two years. The event occurred during reprocessing but the scope had been used on a patient. There were no reports of patient harm.